Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. During inspection, it was found that the connector was corroded on the battery charger. The root cause of the corroded connector cannot be positively identified, but was likely caused by liquid ingress. The source of the liquid is unknown. No adverse event resulted from the corroded connector. The patient received a replacement battery charger.

Event description:
Battery charger (B)(4) was returned to zoll lifecor from the (B)(4) distributor saying the red led light on the charger was blinking.